Event description:
It is reported that the locking release pin came out during broach impaction. There was no pt injury and all pieces were removed from the pt and accounted for.

Manufacturer narrative:
Eval summary: the thumb pin is secured by epoxy, and as the instrument ages, the epoxy bond may fail, allowing the pin to detach from the instrument. Eval: device history records indicate all components were mfg and inspected to specification.